Manufacturer narrative:
The autopulse platform in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed.

Event description:
It was reported that autopulse displayed "system error" during shift check. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was evaluated by zoll technical services at customer site. Visual inspection of the returned platform was performed; and the short black cover was noted to be damaged. The autopulse platform is a reusable device and was manufactured on 03/19/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. The reported complaint of device displaying "system error" was confirmed during functional testing. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is related to the defective processor board. The load cell characterization test was performed and device passed the test.